Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the transverse colon of a patient during a stent placement procedure on an unknown date. According to the complainant, the patient had been diagnosed with synechia. In addition, the patient had previously undergone surgery within the large intestine. During the procedure, the user attempted to deploy the stent within the left side of the transverse colon; however, it was not in a good position. It was reported that the endoscope could have been advanced further within the sigmoid colon. The physician attempted to reconstrain the stent for repositioning, but it was unsuccessful. Approximately 5 mm of the distal stent remained outside the sheath. Subsequently, the physician attempted to deploy the stent again, but the outer sheath would not pull back. The distal handle and the outer sheath broke as a result of this manipulation. At this time, the device was removed from the patient and another of the same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 12mm. The outer sheath was broken at 38mm distal to the distal handle and was accordioned distal to the distal handle. The stainless steel handle was bent. During analysis, an attempt could not be made to reconstrain or deploy the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath. A restriction was met in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The inner lumen and stent were withdrawn from the outer sheath and no issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the transverse colon of a patient during a stent placement procedure on an unknown date. According to the complainant, the patient had been diagnosed with synechia. In addition, the patient had previously undergone surgery within the large intestine. During the procedure, the user attempted to deploy the stent within the left side of the transverse colon; however, it was not in a good position. It was reported that the endoscope could have been advanced further within the sigmoid colon. The physician attempted to reconstrain the stent for repositioning, but it was unsuccessful. Approximately 5 mm of the distal stent remained outside the sheath. Subsequently, the physician attempted to deploy the stent again, but the outer sheath would not pull back. The distal handle and the outer sheath broke as a result of this manipulation. At this time, the device was removed from the patient and another of the same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.